Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally announced a usual dinner while preparing to have breakfast and requested guidance on whether to announce dinner again at the actual evening meal; the agent advised to proceed with the normal dinner announcement at mealtime. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.